Event description:
The customer originally returned their olympus 4k autoclavable camera head due to a connection failure. Additional details relating to the patient and the event have been requested, but were unknown. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not producing an image. This report is being submitted to capture the lack of image confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of a connection failure was confirmed. No image was displayed on the unit due to a faulty cable. Additionally, it was noted that the rear cover label was faded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but the customer was unable to provide answers for the requested information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.